Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication and subsequent death is unknown. If additional information is obtained, a follow-up MDR will be submitted. The following investigation types were not required for this record: image/video review - no images or videos were shared for the event failure analysis - no product issue was alleged a review of the site's complaint history does not show any complaints related to the products used during this procedure or the alleged event. At this time, it is unconfirmed as to whether this event is related to the identified pulmonary segmentectomy procedure. Based on the information provided, isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The logs indicate that a pulmonary segmentectomy procedure was performed on the aforementioned date. A 30 degree endoscope, fenestrated bipolar forceps, maryland bipolar forceps, and vessel sealer extend instrument were used during the procedure. There were no observed events in the system logs that would suggest a product issue. The errors were 282 (instrument recognition error), 23075 (the surgeon¿s hand may not have been touching the master tool manipulator while in following), and 100 (the setup joint, moved without being clutched.) The IFU provides the following warning: warning: once in surgeon control, the surgeon console operator must not remove his or her hands from the controls until removing his or her head from the surgeon console viewer¿thereby taking the system out of surgeon control mode. Failure to do so may result in uncontrolled movement of the hand controls, resulting in serious harm to the patient. Error100 = detected movement of a movable portion of the setup joint (vertical, horizontal or rotational) by some external force. The 100 error is seen on the system, since the customer often will forget to press the release button when trying to move the arms and or during a procedure we detect arm movement due to external force (arm collisions, external person pressing/pushing the arm). However, at this time, the cause of the reported patient injury is unknown. Additionally, all instruments, and the system used in the case were used in subsequent procedures, with the exception of the following: vessel sealer instrument, which is a single use instrument and the fenestrated bipolar forceps (which was on its last use), site reviews have shown that no complaints were filed against these instruments. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: pulmonary artery injury is one of the most feared complications of any minimally invasive thoracic surgery. Compared to open procedures, minimally invasive thoracoscopic pulmonary techniques have fewer complications, shorter length of stay, less postoperative pain, and earlier recovery. According to the article entitled, ¿catastrophes and complicated intraoperative events during robotic lung resection,¿ b.e. Louie, journal of visualized surgery. 2017; 3:52, the incidence of pulmonary artery injuries is reported to occur in 0.5% to 2.6% in a series of greater than 100 robotic lobectomies and from 1 to 2.9% of vats lobectomy. In most cases, injury to the pulmonary artery is the primary reason for emergent/urgent conversion from minimally invasive approach to thoracotomy. Injuries to the pulmonary artery most commonly appear during blunt and sharp dissection of the artery. Patients who have received induction chemotherapy and/or radiation therapy and larger tumor size are at greatest risk for arterial injury. Based upon the information from the description of events, it is unclear as to the cause of the injury to the pulmonary that lead to the acute blood loss anemia and mortality. The isi medical safety officer was unable to determine if the da vinci system, instrumentation, and/or accessories caused or contributed to the patient¿s mortality. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the patient's pulmonary artery was injured resulting in the patient's demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. However, the cause of the intra-operative complication and subsequent patient demise is unknown at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulmonary artery was allegedly injured. The patient received unspecified medical intervention; however, expired as a result of the arterial injury. There is no allegation that a da vinci system, instrument, or accessory malfunction caused or contributed to the patient¿s death. Intuitive surgical (isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information received states that this was a thymectomy procedure and the right ventricle was injured in addition to the pulmonary artery.